Event description:
A reported, during the primary implant procedure of the r shoulder, this (B)(6) female patient experienced a coracoid tip fracture. Surgeon performed a suture fixation. Gps was used during this case, however it is unknown where the gps patient tracker was attached. The case report form indicates this event is definitely related to devices and/or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Concomitant device(s): 300-01-11: equinoxe, humeral stem primary, press fit 11mm, 320-38-00: equinoxe reverse 38mm humeral liner +0, 320-10-00: equinoxe reverse tray adapter plate tray +0, 320-15-01: eq rev glenoid plate.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the reported event was a fracture which was likely caused during implantation of the shoulder.